Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of blood results reading "lo". Customer states that he feels well, but has a slight headache. Customer states he requires no medical attention. Customer's expected blood results are 200mg/dl fasting. Verified the strips expire 02/28/2017. Customer confirms the strips are stored in the kitchen cabinet and were first opened (B)(6) 2015. Customer performed back to back blood test, lo and lo fasting. Reviewed meter memory: 1: lo mg/dl; (B)(6) 2015; 01:19:00 pm fasting: yes, 2:lo; (B)(6) 2015; 01:19:00 pm fasting: yes, 3: lo; (B)(6) 2015; 01:19:00 pm fasting: yes, 4:lo; (B)(6) 2015; 01:19:00 pm fasting: yes, 5:lo; (B)(6) 2015; 01:48:00 pm fasting: yes. It was suggested to the customer to seek medical attention if he was not feeling well. The customer stated he would seek medical attention. No adverse event required.